Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported capsular contracture and visibility/palpability was reviewed on (B)(6) 2022. Visual analysis of the photographs identified. Observed two devices, both has biological tissue in the surface of the device, deformation, and red particles in the surface of the shell. Devices not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii plus sinking of the right nipple. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.